Manufacturer narrative:
Upon further investigation, it was determined that MFR# 8030965-2016-11630 is a duplicate of MFR# 8030965-2015-12345. Reference 8030965-2015-12345 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the coupling tool side was not functioning. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the coupling tool side and coupling were defective on the compact air drive device. It was noted in the service order that the adapter did not turn from the loosened device. It was further determined during the pre-repair diagnostics assessment that the device failed for tests for tool coupling, cannulation, tool coupling with attachment, air hose coupling, untrue running, excessive noise, air leak, reverse locking mechanism and for starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.